Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Access was obtained via the left femoral artery. The target lesion was located left superficial femoral artery and the popliteal artery. The physician advanced a 5.0x100x80cm sterling balloon to dilate the lesion. The sterling balloon was initially inflated to 6atms for 120 seconds when leakage was noted under angiography as a result of a balloon rupture. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Access was obtained via the left femoral artery. The target lesion was located left superficial femoral artery and the popliteal artery. The physician advanced a 5.0x100x80cm sterling balloon to dilate the lesion. The sterling balloon was initially inflated to 6atms for 120 seconds when leakage was noted under angiography as a result of a balloon rupture. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed blood and contrast in the balloon and inflation lumen. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall in the mid-section of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).